Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: on (B)(6) 2014, the patient received a ztlp-p-44-152-ci2 proximal component and a ztlp-d-44-157-ci2 distal component. There was no difficulty deploying the devices and no additional procedures were performed. On the completion angiogram, the site noted that the devices were patent with no kinks or endoleaks. The analysis concurred. The patient was discharged from the hospital on (B)(6) 2014 (two days post-procedure). Follow-up CT scans: (B)(6) 2014 (1-month follow-up) (41 days post-procedure). Analysis: aneurysm diameter 61 mm. Devices patent and intact with no kinks or endoleaks. On (B)(6) 2014 (6-month follow-up) (193 days post-procedure). Analysis: aneurysm diameter 55 mm. Devices patent and intact with no migration, kinks, or endoleaks. On (B)(6) 2015 (12-month follow-up) (319 days post-procedure). Analysis: aneurysm diameter 58 mm. Devices patent and intact with no migration, kinks, or endoleaks. On (B)(6) 2016 (2-year follow-up) (690 days post-procedure). Analysis: aneurysm diameter 55 mm. Devices patent and intact with no migration, kinks, or endoleaks. Analysis noted: ¿there has been an increase in the amount of thrombus within the graft, but this is not threatening patency. Thrombus extends beyond the distal aspect of the device, with laminar thrombus also present in the native vessel to the level of the celiac origin.¿ on (B)(6) 2017 (3-yr follow-up)(1131 days post-procedure). Analysis: aneurysm diameter 56 mm. Devices patent and intact with no migration, kinks, or endoleaks. On (B)(6) 2018 (4-yr follow-up)(1502 days post-procedure). Analysis: aneurysm diameter 56 mm. Devices patent and intact with no migration, or kinks. A proximal type I endoleak was noted. Analysis noted: ¿the aorta continues to enlarge and lengthen. The proximal seal is now very tenuous, with endoleak seen outside the device proximally and no point of the device in complete contact with the aortic wall above the taa. The taa now extends above the device. There is still a short segment of complete device coaptation with the wall below the study device, but the taa below the study taa continues to grow, which may threaten the distal seal over time if growth continues. The study taa is not significantly changed in size compared to 36 months or 24 months. L6 and l7 have lengthened more than 10mm since implant, but it is not clear that there is migration. The aorta has lengthened overall, and no anatomic landmark to specifically determine migration is seen.¿ additional information received on 09jul2019: (B)(6) 2019 (5-yr follow-up) (1873 days post-procedure) analysis: aneurysm diameter 55 mm. Devices patent and intact with no kinks. Both a proximal and a distal type I endoleak were noted along with migration. A proximal type I endoleak had been noted on the 4 yr CT, but the distal type I endoleak and migration were noted for the first time. Analysis noted: ¿the study taa is stable in diameter, despite a proximal type I endoleak with no area of proximal seal protecting the study taa. There is also now a distal type I endoleak, with continued growth of the thoracic aorta above and below the study taa segment. There is a segment of seal between the endograft and aorta below the study taa which appears to be securing distal protection of the study taa. However, the distal aspect of the device lies in an area of expanding aneurysm, with the maximum taa diameter now 57.4mm, just below the device. L6 and l7 have significantly increased, in part due to aortic lengthening, but there is now >10mm difference in the relationship of the distal aspect of the device to distinctive aortic calcifications, suggesting there is also craniad migration of the distal aspect of the device. Continued active growth of the thoracic aorta, both in diameter and length. L6 is now 29mm greater than at 1 month, and l7 is 18mm greater than at 1 month. These increases appear in part to be due to aortic lengthening but there is also a change in relationship of the device to distinctive aortic calcifications, representing movement of the device >10mm, meeting the definition of device migration. L3 is now >10mm longer than at 1 month, but this appears to be due to aortic lengthening rather than device migration, with constant relationship of the device to distinctive aortic calcifications. There is a persistent proximal type I endoleak, and now a distal type I endoleak is also present. The study taa appears to be protected distally, with a seal zone below the study taa, but no proximal seal zone is identified. The diameter of the taa remains stable despite the type I proximal endoleak which threatens the study taa. However, the aorta above and below the study taa is continuing to enlarge. The maximum aortic diameter is now 57.4mm, which is below the study taa and just below the device. The distal aspect of the device is in an area of aortic growth, with no seal at the distal aspect, allowing the distal type I endoleak (but a seal zone is present between the distal aspect of the device and the study taa). Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Manufacturers ref (B)(4) summary of investigational findings: a 72 year old female patient had a thoracic aortic aneurysm with a diameter of 62mm and length of 74mm in the descending thoracic aorta. On (B)(6) 2014 the patient underwent tevar and received a ztlp-p-44-152-ci2 proximal component and a ztlp-d-44-157-ci2 distal component. The proximal neck had an irregular shape with no thrombus. The distal neck had an inverted funnel shape with partial thrombus. There was no difficulty deploying the devices and no additional procedures were performed. On the completion angiogram, the site noted that the devices were patent with no kinks or endoleak. Follow-up CT scans were performed at 1-month, 6-month, 12-month, 2-years, 3-years, 4 years and 5 years. At the 2-year follow-up CT thrombus formation was seen (B)(4). At the 4-year follow-up CT enlargement and lengthening of the aorta was observed and a proximal type 1 endoleak was noted (B)(4). At 5 year follow-up (13may2019) there is no area of proximal seal, and furthermore a type 1b endoleak is seen, however there is a segment of seal between the ztlp-d-44-157-ci2 and aorta below the taa and the taa is stable in diameter. There is continued growth of the thoracic aorta, above and below the taa, both in diameter and length. The length from lcca to the proximal neck has increased > 10mm and the distance from the distal sealing stent to celiac is increased by 18mm. The patient underwent a secondary intervention on (B)(6) 2019 for placement of an additional proximal component (zta-p-44-179-w), lcca to lsa bypass, and coil embolization. Review of the device history record gave no indication of the device being manufactured outside of specifications a preoperative CT study, angiography procedure, postoperative CT studies at 6 weeks, 6 months, 10 months, 23 months, 37 months, 49 month, 61 months, and postoperative plain film x-rays at 6 weeks, 6 months, 10 months, 37 months, 49 months, and 61 months were provided and reviewed by an imaging expert. Per the imaging reviewer¿s findings: the preoperative CT study shows that the distal neck diameter, just past the taa, measures 32 x 32 mm and 32.7 x 30 mm at 20 mm distal. The distal aorta then dilates to 38.5 x 36 mm and then reduces again to 36 mm in a straight and uniform segment about 55 mm above the celiac trunk. The perioperative completion angiogram shows the proximal component deployed just distal to lsa. There are about 3-4 stents overlap with the distal component. There is focal hourglass narrowing of the mid-graft segment before dilating again at the distal graft segment. There appears to be adequate proximal and distal seal with no endoleak seen. 6-week postop the maximum taa diameter is 61.5 mm, the distal graft lands 59 mm above the celiac origin with 79 mm length of distal seal. At 6 months the maximum taa diameter is 55.7 mm with no endoleak seen and the maximum diameter of the distal component now measures 38 x 36.5 mm. 10-months postop the maximum taa diameter is 57.5 mm with no endoleak seen and the distal component dilates to diameter of 39.7 x 39 mm. 23-months postop the maximum taa diameter is 55.7 mm with no endoleak seen, the distal seal length is intact but there is continued expansion of the graft below the taa sac, the distal component has a maximum diameter of 42 x 41 mm. 37-month postop the distal seal length appears intact; the distal component now appears fully expanded to 44 x 42 mm but maintains circumferential wall apposition with the native distal aorta. 49-months postop the maximum taa diameter is 52.5 mm, distal to the taa, there is continued circumferential graft wall apposition and seal with the distal component fully expanded to 44 x 40 mm. 61-month postop the distal component is fully expanded there is loss of distal seal with limited contrast around the distal graft, consistent with a type 1b endoleak. However, his does not extend proximally into the taa sac because there is circumferential graft wall apposition and seal distal to the taa sac. Distal to the endograft, the distal thoracic aorta expands to a maximum diameter of 54 x 51 mm, representing a new distal aneurysmal segment. Per the imaging reviewer¿s impression: there is continued progression of disease of the thoracic aorta distal to the taa sac with continued progressive expansion of the distal graft and the native aorta between the graft and celiac trunk. By 61 months, the mid to distal part of the distal component concomitantly expands from 34 x 33 mm at 6 weeks to its full nominal diameter of 44 mm during the follow-up period. At 61 months, this results in loss of seal at the distal graft edge resulting in a type 1b endoleak. There is a segment of persistent seal above this level, however, just distal to the taa sac. The native aorta distal to the graft also becomes aneurysmal at 61 months with a maximum diameter of 54 x 51 mm. Based on the information provided a likely cause for the type 1b endoleak is related to patient condition. Per the IFU endoleak is a known adverse event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.